Manufacturer narrative:
A philips remote support engineer (rse) talked to the customer and performed support for troubleshooting. The rse stated that the remote site is in local mode and worked with the biomed. Advised biomed to check router uplink. The customer biomed found an uplink port connecting to hospital network that was off. The biomed reseated patch cable and link light came on. The issue was resolved. Based on the information available and the testing conducted, the cause of the reported problem was a disconnected uplink port cable. The reported problem was confirmed. The uplink port cable was reconnected and resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that the remote site all device are in local mode currently. The device was in clinical use, no adverse event reported.